Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support that the effluent from the peritoneal dialysis treatment drains were darker and cloudier than usual. The patient was advised to go to the emergency room if the patient could not reach the clinics on call peritoneal dialysis nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not notify the clinic of the alleged event. There was no report of a device malfunction or complications by the patient. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."